Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected off no power alarm was noted. The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The excessive no delivery alarm test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her pump alarmed motor error while she was painting. The customer stated that she received multiple motor errors within the last 3 weeks. The customer stated that she was able to restart the pump for about an hour. The customer stated that the pump alarmed off no power and no delivery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.